Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem.the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis. Effluent culture and analysis were unknown. The patient was treated with vancomycin 1g loading dose intraperitoneal (ip), fortum 1g/day ip and amikacin 500mg/day ip. The outcome for the events was not reported. Pd therapy was ongoing. Concomitant medications were not reported. Per the reporter, the peritonitis was not related to pd therapy, but rather to the break in aseptic technique.